Event description:
It was reported that during acl reconstruction surgery using ultra fast fix, after t1 was implanted, t2 was deployed simultaneously. The t1 implant was removed from the patient. The t2 implant was not deployed through the meniscus. The procedure was successfully completed with non-significant delay using a back up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the anchors and suture were detached. The image also confirms the batch number and part number. No physical damage visible. A visual inspection revealed the device was returned outside of original packaging. The needle is bent more than expected horizontally. The suture was returned with t2 attached. The t1 anchor was not returned with the device. The device had been fully actuated. A functional evaluation revealed the actuator and deployment needle function as intended. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during acl reconstruction surgery using ultra fast fix, after t1 was implanted, t2 was deployed simultaneously. The procedure was successfully completed with non-significant delay using a back up device. No other complications were reported.